Manufacturer narrative:
Argus case (B)(4).

Event description:
Cataract [cataract]. Dermatologist thought that patient had a staph infection inside her nose [staphylococcal infection]. Rectal bleeding [rectal bleeding]. Hair loss gave her anxiety [anxiety]. Injection site bleeding [injection site hemorrhage]. Injection site turned black and blue [injection site bruising]. Joint pain [joint pain]. Muscle pain [muscle pain]. Pimple like spots on fingers [skin blotches]. Tiredness [tiredness]. Case description: this case was reported by a consumer via other manufacturer and described the occurrence of cataract in a female patient who received biotene oralbalance unknown formulation (biotene) oral solution (batch number unk, expiry date unknown) for hair loss. The subject's past medical history included cataract fragments in eye postoperative (one was five weeks ago in (B)(6) 2019 and the other was in (B)(6) 2019). Previously administered products included penicillin potassium with an associated reaction of nonspecific reaction and naproxen with an associated reaction of nonspecific reaction. On an unknown date, the patient started biotene. On (B)(6) 2019, an unknown time after starting biotene, the patient experienced cataract (serious criteria gsk medically significant), staphylococcal infection (serious criteria gsk medically significant), rectal bleeding (serious criteria gsk medically significant), anxiety, injection site hemorrhage, injection site bruising, joint pain, muscle pain, skin blotches and tiredness. On an unknown date, the patient experienced drug use for unapproved indication. The action taken with biotene was unknown. On an unknown date, the outcome of the cataract and rectal bleeding were recovering/resolving and the outcome of the staphylococcal infection, anxiety and tiredness were not recovered/not resolved and the outcome of the injection site hemorrhage, injection site bruising and skin blotches were recovered/resolved and the outcome of the joint pain, muscle pain and drug use for unapproved indication were unknown. It was unknown if the reporter considered the cataract, staphylococcal infection, rectal bleeding, anxiety, injection site hemorrhage, injection site bruising, joint pain, muscle pain, skin blotches and tiredness to be related to biotene. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, this case reported via other manufacturer (abbvie) on 24 april 2020. Consumer reported that, "solicited report by a consumer of a (B)(6)-year-old female with events of cataract and non-serious tiredness, anxiety, bleeding at injection site, injection site turned black and blue after injection, joint pain, muscle pain, large amount of hair loss, pimple like spots on fingers, possible staph infection inside. Nose and rectal bleeding. On unknown dates, the patient experienced cataract, tiredness, anxiety, joint pain, muscle pain. Hair loss, pimple like spots on fingers, possible staph infection inside nose and rectal bleeding on (B)(6) 2019, the patient experienced bleeding at injection site and , injection site turned black and blue after injection 2019, resolved. On an unknown date, pimple like spots on figure resolved. Biotene (revelplac 2001) was also considered suspect. Dermatologist thought that patient had a staph infection inside her nose and gave her antibiotic to start using. She had been losing a lot of hair so she started taking biotene and after she started taking that she had some rectal bleeding. This happened several months ago. She had two cataract surgeries. One was five weeks ago in (B)(6) 2019 and the other was in (B)(6) 2019. Hair loss gave her anxiety. She had pimples on her fingers for 8 or 9 months and she thought it was the humira. The physician gave her an ointment to put in her nose 3 times a day for 1 week then repeat it for 1 week out of the month for 3 months. She had her physician switch her to humira cf pen and she had no pimples on her fingers."